Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
It was reported to the service and repair department, the extraction screwdriver and the inner shaft for extraction screwdriver had broken tips and broken inner shafts. This complaint is for a warranty replacement only. Reportedly this event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on 01-nov-2011 due to damaged component. The customer called in a service request for this item on 08-may-2013 for broken tip and inner shaft.(B)(4)

Manufacturer narrative:
Additional evaluation does not contain any new information that needs to be reported. According to the product evaluation, the as received condition states this instrument consists of three components ¿ driver shaft and handle assembly, inner shaft, and an outer sleeve. The driver shaft and handle assembly shows failure of all of the four driver lobes with one lobe having a longer fracture than the others. The return did not include the liberated pieces from the distal tip. There are scratches along the surface of the outer sleeve and there is oxidation on the etching. The vectra system includes this extraction driver to remove screws from existing constructs. The vectra, vectra-t, and vectra-one technique guide provides a caution statement concerning using this driver to insert screws. This device removes cervical screws only. The chu engineer reviewed the associated drawings. The dimensions, materials, and finishing processes are appropriate for a robust driver to remove cervical screws for the vectra system. The chu engineer calculated the torque required to plastically deform a nominal outer shaft in shear ¿ 6.2 nm. The failure occurred about 3mm from the distal tip of the driver shaft. Since 6/2004, this is the (B)(4) definite complaint in the history for this failure mode. Based on screw sales from 6/2004 to 7/2013 the occurrence rate for harm due to using the device to remove screws is (B)(4). In addition, the chu engineer reviewed the risk analysis for this instrument. This evaluation is from a service and repair complaint, so the way the driver was used during surgery is unknown. The disposition of this complaint from a design perspective is indeterminate.